Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was outside of clinical use. It was reported that the flexvision pc would not boot up. Upon further inspection, philips field service engineer (fse) visited onsite and rebooted the system 8 times and was not able to duplicate the problem and decided to reload sw on both tsm-bs. Fse reloaded the sw on both touch screen module (tsm-bs). After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision pc would not boot up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.